Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant 1 week after its installation in intraoral region #19 because the implant was not showing primary stability.